Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver would not charge or boot. The battery was replaced with a known good battery and the device powered on. The receiver download was retrieved and no data was found in the investigation window. The device was opened and visually inspected and no defects were found. The customer's complaint of the device ceased to function was undetermined. A probable cause could not be determined via product.